Event description:
The following was reported by the rep: "an exeter stem was revised last week as it had snapped at the shoulder." Patient presented with broken implant after slipping in/on the way to the bathroom. Patient was revised on (B)(6) 2025.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis: "the image depicted in shows the exeter v40 stem with fracture location highlighted. The fracture occurred through the neck of the stem. On visual examination, the fracture was observed through the prehension hole of the stem." Material analysis: material analysis was performed on the returned device which concluded the following: "review of the exeter stem, catalogue # 0580-1-440, and femoral head, catalogue # unknown, lot code unknown confirmed a fracture through the prehension hole of the stem. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture to have propagated in fatigue with final fracture in overload. No manufacturing or material related defects were observed on the device surfaces examined." Clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. Visual inspection of the returned device confirms that the device was fractured through the prehension hole. Material analysis was performed on the returned device which concluded the following: "characterisation using stereo microscopy and scanning electron microscopy confirmed fracture to have propagated in fatigue with final fracture in overload. No manufacturing or material related defects were observed on the device surfaces examined." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.